Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. The device was determined to be depleting prematurely as it decreased from 5 remaining years in battery longevity to 3.24 years in a period of around a month. This device remains in service. No adverse patient effects were reported.